Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Claim#: (B)(4).

Manufacturer narrative:
Unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -07.50/1.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017. Excessive vault and significant reduction of irido-corneal angels was observed, the lens was removed and exchanged with a shorter lens on (B)(6) 2018 and the problem was resolved. The cause of the event is reported as unknown.